Event description:
A report was rec'd that a pt's precision system will be explanted due to "other complications due to nervous system device, implant, and graft". The device is being utilized for an off-label use.